Manufacturer narrative:
Zimvie received one (1) 1993, (impl twist mp-1 5.0 mm 8 mm) for evaluation. Visual evaluation / functional test was performed; implant shows slight wear and testing shows an in-house cover screw does not fit/thread into the implant. Internal threads are damaged. Malfunction. DHR review was completed for the subject lot number: 2022020226. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number: 2022020226 for similar events and no other complaint was identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-002j2, the most likely root cause determined from the investigation was clinician uses device improperly, insufficient training. Therefore, based on the available information, a device malfunction did occur. The internal threads are damage and does not allow in-house cover screw to fit inside implant. The reported event is confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. D9: device availability. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). G4: additional PMA/510(k) number k962106.

Event description:
It was reported that the healing cap won't fit. After placing spline 1993, attempted to fit a gingival cuff (product number unknown) but it did not fit. Another gingival cuff also did not fit, so spline 1993 was replaced. The physician suspects the fixture's screw threads. Replacement with equivalent product completed.